Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station was not operatable. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station was not operatable. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-oct-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station displayed a fatal error and was in not operatable state. A field service engineer (fse) remotely worked with the information technology department to resolve network-related issues and collaborated with technical support specialist (tss) to address the database problem. The tss dialed in, checked the station from remote support service, found its d drive was almost full, followed the knowledge article, "es 1.6.1 - dsclientoltp log file keep growing ¿ recovery model set to full", deployed the package and resolved the issue. After implementing the necessary corrections, the system was rebooted and successfully tested. The system functioned as intended after the field service engineer and technical support specialist troubleshot the device.